Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient's daughter-in-law reported that the patient was wearing the pump at the time of death, and that it was working properly. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient passed away from "natural causes" and that no autopsy was being conducted.